Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, serial/lot #: 2.1, ubd: , UDI#: h3, h6) per the information provided in gch, reinstalling the spine and trauma software application resolved the issue. Software logs were not returned for analysis. However, the event was reviewed and the issue was determined to be consistent with a known software issue. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon trying to select a procedure, the navigation system displayed "error setting up task flow. Please ensure system has proper task flow file". There was no patient involved. Troubleshooting was done through multiple reboots and trying to select different procedures and different surgeon profiles but the issue still persisted. Additional information received reported the manufacturer representative was able to successfully reinstall spine and trauma software application. The issue was then resolved.